Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) logged into the station, while checking the storage space configurations, multiple failures were identified. The fse logged into hardware test application (hta), checked the firmware versions for all failed components, and performed the firmware update followed by a station restart. After the system was rebooted, all components appeared correctly in the configurations. The fse then contacted the customer again and assisted them in recovering the storage spaces, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.